Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is dependent on the device for normal function. It was noted that during a routine generator change, an insulation breach was present on the right ventricular lead next to the boot of the is-1 connector pin. There was also no slack on the lead. Other lead parameters were stable. The right ventricular lead was capped and replaced. The patient was stable.

Event description:
New information confirms the date the right ventricular lead was capped as (B)(6) 2019.